Event description:
A post operative x-ray was taken in pacu and a small foreign object was noted on the x-ray of the right knee. It was determined with the shape and size that it is most likely the tip of the stratafix suture needle used to close the capsule of the knee. Surgeon is aware and viewed x-ray of the right knee. Surgeon stated it would be more harmful to the patient to attempt to retrieve.